Event description:
It was reported that the patient's right hip was revised due to the neck of the stem breaking off. Intra-operatively, it was noted that liner damage resulted from the neck breaking. The stem, head, and liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event involving an unknown accolade stem regarding crack/fracture was reported. The event was confirmed. Method & results -product evaluation and results: the device was not returned for testing but photos were provided for review. The photos showed a recently removed femoral stem, missing the trunnion and showing signs of damage that indicate fracture. -clinician review: no medical history, clinical records, preinjury or postoperative radiographs were provided for review. A single x-ray shows fracture of the femoral stem with the head still contained in the acetabulum. Photos of the explant show an accolade style stem with a metallic fracture transversely through the neck. The explanted polyethylene is blackened at the rim and fractured from what would likely be impingement. By report a revision was performed. A fracture of a femoral stem can be confirmed. Damage to the acetabular liner can be confirmed. While the revision is expected, it cannot be confirmed without documentation. The root cause of the asserted revision was fracture of the femoral stem and damage to the polyethylene liner. The damage of the polyethylene liner was likely secondary to impingement of the stem/neck on the polyethylene. The cause of fracture of the femoral stem cannot be ascertained. -product history review: not performed as the lot number was not provided. -complaint history review: not performed as the lot number was not provided. Conclusions: it was reported that the patient was confirmed due to crack/fracture. A review of the provided medical records by a clinical consultant indicated: "no medical history, clinical records, preinjury or postoperative radiographs were provided for review. A single x-ray shows fracture of the femoral stem with the head still contained in the acetabulum. Photos of the explant show an accolade style stem with a metallic fracture transversely through the neck. The explanted polyethylene is blackened at the rim and fractured from what would likely be impingement. By report a revision was performed. Event confirmation: a fracture of a femoral stem can be confirmed. Damage to the acetabular liner can be confirmed. While the revision is expected, it cannot be confirmed without documentation. Root cause: the root cause of the asserted revision was fracture of the femoral stem and damage to the polyethylene liner. The damage of the polyethylene liner was likely secondary to impingement of the stem/neck on the polyethylene. The cause of fracture of the femoral stem cannot be ascertained." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.